Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the emergency room for an unspecified reason. Episode review was requested. A boston scientific technical services consultant confirmed loss of right ventricular capture on the presenting electrogram. Additionally, the most recent threshold measurement was higher than the programmed fixed output. The patient has an underlying rhythm and no adverse patient effects were reported.